Manufacturer narrative:
Reported event of a failure to capture could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection noted damaged ventricular septum with the associated setscrew not returned for analysis. The damaged ventricular septum is consistent with having occurred during procedure. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported event of a failure to capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during an implant procedure, loss of capture was noted on the patient's pacemaker. The device was replaced, which resolved the issue. No adverse patient consequences were reported.